Event description:
It was reported that the patient presented in backup vvi. The pulse generator was explanted and replaced due to normal elective replacement indicator (eri).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup mode. After downloading the product code, normal function ensued.